Event description:
It was reported that during a ureteral stenting treatment procedure the stent migrated. The physician prepared to implant a flexima ureteral stent connecting the kidney to the bladder. The physician got the stent into position, but when he tried to remove the suture the stent kinked. He felt this was a direct result of the force applied on the system to remove the suture. The suture then became totally stuck and the stent moved into an "unacceptable" position in the kidney. The patient required surgery to have the device removed. The patient condition is reported as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).